Event description:
"One of our patients has had reactions to this dialyzer. He c/o feeling bad, sob and tightness in his chest". According the to the verbal report from the reporting rn, the patient reported "I feel funny" and "something must not be right" approximately 30-45 min, into the diaylsis treatment. The patient was given diphenhydramine 50 mg. IV at that time. The patient was able to complete the dialysis treatment as ordered. The patient was also given oxygen for the "asthma" symptoms. New orders that resulted from these symptoms were that staff cannot remove more than 1 kg per treatment. The patient takes lasix and voids approximately 500 ml/24 hours. This was noted by the staff and as a result the patients dry weight was increased to 95 kg. At the time of this event, the patient reportedly is hemodialyzed with a fistula. The patient continues hemodialysis without further ill effect from this event. The patient recieves dialysis with the 160nr safely as ordered. There is no sample available. The patient was discharged to home after this event.